Manufacturer narrative:
Correction ¿ h7 was incorrectly selected in the initial MFR report 2017865-2021-36442 submitted on (B)(6) 2021. There was no recall associated issue noted on the lead.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasions noted at 7.0 ¿ 7.4 and 10.8 ¿ 12.2 cm from the connector pin consistent with lead friction to device can.

Event description:
This report is to advise of an event observed during analysis.